Event description:
A clinic reported that they were unable to perform a calibration of the laser system during a treatment when the system was displaying low energy faults. The pt was receiving laser treatment for port wine stains and was under general anesthesia. The clinic proceeded with the treatment at a lower fluence and the pt was released afterwards. No injuries were reported.

Manufacturer narrative:
The product was installed at the clinic on 4/5/2011. There have been no previous clinical complaints from the clinic regarding this specific serial number since that time. The product device history record and service history was reviewed 03/10/2015 with no issues found. A candela field service engineer (fse) evaluated the laser system and reported that preventative maintenance has not been performed on the unit since 2012. Upon further investigation, the fse discovered that the laser system was utilizing a third party dye kit. The fse replaced the third party dye kit with a candela dye kit, performed preventative maintenance, and verified that the laser system was operating within specification. Based on what was reported by the fse, the use of a third party dye kit and the lack of system maintenance may have been contributing factors to the low energy faults and the inability of the system to perform a calibration.